Event description:
The customer reported to beckman coulter (bec) that approximately 5 ml of a transparent liquid leaked near the triple transducer module in the coulter lh 750 hematology analyzer. The leak was contained within the instrument. The msds was not reviewed by the customer. There is an exposure control/risk management plan in place at the facility. The operator was wearing personal protective equipment (ppe), including a laboratory coat, gloves and eyewear at the time of the incident. There was no biohazard exposure to open wounds or mucous membranes. The operator did not seek medical attention. There was no impact to patient results. No death or injury is attributed to this event and there was no change to patient treatment.

Manufacturer narrative:
Beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse identified a leak from the rinse line to the flowcell. The fse indicated the leaking fluid was diluent. There was no blood or patient sample present. The fse replaced the rinse line and optimized the flowcell resolving the leak. The fse tested the instrument with successful results. The service activity performed by the fse was verified to meet the instrument performance specifications. Failure mode of the leak was related to a pinhole in the rinse line to the flowcell. (B)(4).